Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-1530bc biocomposite-tenodesis handled inserter tip broke off, and stayed in the screw when it was implanted. The surgeon attempted to remove it but, after failing to do so decided to leave it. This was discovered during a planter plate repair procedure on (B)(6) 2023.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed based on the customer-provided photos. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.